Manufacturer narrative:
The reported event could not be reproduced during investigation, and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. Cid# (B)(4) was opened to document the investigation. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 13490418. Refer to CAPA 13490418 for further details. Corrections made to tab(s) f and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a report from the operating room that it was difficult to drain fluid from the foley catheter.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a report from the operating room that it was difficult to drain fluid from the foley catheter.